Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)/ excessive bleeding') and vaginal haemorrhage ('abnormal bleeding vaginal') in a 29-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) from 2001 to 2009 for birth control. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen / stabbing pain"). The patient was treated with nortriptyline and surgery (in (B)(6) 2010 and (B)(6) 2011 underwent ablation, essure removed on (B)(6) 2020 and in (B)(6) 2010 and (B)(6) 2011 underwent ablation). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral essure devices without spillage as above.; in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record is a duplicate to record (B)(4) (medwatch 3500a MFR number 2951250-2020-07626) which will be deleted from bayer database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: essure was removed on (B)(6) 2020. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)/ excessive bleeding') and vaginal haemorrhage ('abnormal bleeding vaginal') in a 29-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) to (B)(6) for birth control. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen / stabbing pain"). The patient was treated with nortriptyline and surgery (in (B)(6) 2010 and (B)(6) 2011 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)/ excessive bleeding') and vaginal haemorrhage ('abnormal bleeding vaginal') in a (B)(6) female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo provera) from 2001 to 2009 for birth control. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen / stabbing pain"). The patient was treated with nortriptyline and surgery (in (B)(6) 2010 and (B)(6) 2011 underwent ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, fatigue, weight increased, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - in june 2009: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received- previously reported event ¿injury to herself¿ updated to abnormal bleeding (menorrhagia)/ excessive bleeding, abnormal bleeding (vaginal), migraines / headaches, dysmenorrhea (cramping), fatigue, weight gain, abdominal pain, lower back pain, lower abdomen¿. Reporter, concomitant drug, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.